Manufacturer narrative:
Additional information was added to d4: unique identifier (UDI) #, d9, h3, h4, h6 and h10. H10: the device was received containing 75 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a large volume folfusor. The reporter stated the device was filled with piperacillin/tazobactam to a volume of 250ml. After 24 hours approximately 70ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.